Event description:
It was reported that bd phoenix panel nmic-306 esbl false negative patient sample occurred. Expected result was positive. The following information was provided by the initial reporter: customer states fn esbl, when manual test run with kd disk sample was esbl pos.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix panel nmic-306 esbl false negative patient sample occurred. Expected result was positive. The following information was provided by the initial reporter: customer states fn esbl, when manual test run with kd disk sample was esbl pos.

Manufacturer narrative:
H.6 investigation summary: this complaint is not confirmed. This complaint is for false negative esbl results when using phoenix panel nmic-306 (449292) batch number 2285307. The customer did not provide lab reports, panel returns or isolates for the investigation. To investigate, three (3) retention panels from complaint batch 2285307 were tested with qc isolate e. Coli a25922 for esbl results. In addition, three (3) retention panels from complaint batch 2285390 were tested with qc isolate k. Pneumoniae a700603 for esbl results. All six (6) panels returned satisfactory results, the three (3) panels with k. Pneumoniae a700603 flagged as esbl positive, the three (3) panels with e. Coli a25922 did not flag as esbl positive. As a result, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed one (1) additional complaints on complaint batch 2285307, not related to this defect. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. The following are guidelines to help minimize phoenix ast issues: ø media selection o isolates must be recovered from non-selective media. See table 16 recommended media in the bd user manual for a list of recommended media. O ensure quality of vendor selection for plated media. Variations in formulations may impact results. ø culture handling o cultures must be 18-24 hours old for gram-negative & gram-positive organisms and 18-48 hours old for yeast organisms. O for qc organisms, ensure organisms have been subcultured at least twice on two consecutive days on proper nonselective media (gram-negative or gram-positive organisms: tsa with 5% sheep blood, yeast: sabouraud dextrose agar). ø mcfarland preparation o use of a low-quality sterile cotton swab, which shed fibers, could potentially contribute to a falsely high mcfarland reading. Polyester swabs are not recommended. O ensure bd approved nephelometer is adequately calibrated with not expired mcfarland calibration tubes. O prepared tubes should be vortexed for 5 seconds and allowed approximately 10 seconds for air bubbles to surface. O ensure mcfarland falls within proper range of the inoculum density. For 0.5 mcfarland system, 0.50-0.60 is acceptable. For 0.25 mcfarland system, 0.20-0.30 is acceptable. For yeast panels, 2.00-2.40 is acceptable. O confirm current instrument settings for inoculum density before inoculating panels. For example, ensure a 0.50 mcfarland was not prepared for a 0.25 inoculum density instrument setting. O use bacterial suspensions within 60 minutes of preparation. ø panel preparation o panels should be used within 2 hours of removal from pouch. O inoculate panels within 30 minutes of the time that the ast broth inoculum is prepared. O allow sufficient time for fluid to traverse down the well tracks before moving the panel. O avoid touching the front and backside of the panel. Handle panels by the sides to avoid producing smudges on the surface of the panels. O inoculated panels should be handled with care. Avoid knocking or jarring the panel. Load panels into instrument within 30 minutes of inoculation. H3 other text : see h.10